Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: our quality engineer inspected the sample and photographs submitted for evaluation. Bd received one unused q-syte within sealed packaging and five photos. The five photos did not display enough detail to investigate the reported defect; therefore, no leakage was observed. The sample was inspected and no damage was observed to the body of the q-syte device. The septum was then inspected and was found to be in the correct location without any damage or tears. The unit was tested for leakage in both the actuated and unactuated positions. No leakage was observed from either position. Since the returned unit met and performed per the required manufacturing specifications, bd was unable to confirm the reported defect. A device history record review showed no non-conformances associated with this issue during the production of this batch. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd q-syte¿ luer access split-septum, the device experienced leakage at the septum. The following information was provided by the initial reporter. The customer stated: indeed, an additional lot (1053569) was sent to you because it appeared shortly after I reported the previous ones. The sample that did not have a lot number (because I did not receive the product packaging) was part of the report. The problem with all these batches is a leakage of the stopper, after blood sampling, directly following the removal of the sampling device. Complaint opened following (B)(4). Description from related (B)(4): leakage on the qsyte membrane. Emergency ward uses our qsyte devices since a lot of years with out iag blood control catheters. A leakage was observed through the membrane after disconnection of the tip of blood collection holder. Look at images explaining the procedure. The qsyte was new and not used yet when the nurse withdrew blood. We can't suppose a multiple use of the qsyte explaining a damage. After removing the holder tip out the qsyte, a leakage was observed. In this case, the leakage was not permanent but the nurse explained he had some cases with a permanent leakage. Is that due to lot number? Quality issue? Some sterile of the same lot number will be sent to you for analyze and the used sample too. We can't suppose a default or a damage in the silicone membrane but not due to a bad use.